Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, it was found that the motor seized, jammed, and heavy moving was noted due to normal wear. Device was repaired, several components were replaced, and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
According to the reporter the device overheated. No additional information was provided. This is 1 of 1 report for event #(B)(4).